Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection. Moreover, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4). The dentist reported that nearly 3 months after dental implant was installed in intraoral region 30#, its non-osseointegration was observed. The patient presented bone type iii, immediate load and immediate implant were performed and 35ncm of primary stability was achieved.